Event description:
It was reported a pericardial effusion occurred. A concomitant procedure (pulse field ablation (pfa)/left atrial appendage closure (laac)) and was being performed. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect dilator was used to gain transseptal access. The physician used the versacross connect dilator again to gain more optimal positioning for the laac portion of the procedure once the pfa portion of the procedure was completed. During transesophageal echocardiography (tee) imaging, it was noted that a pericardial effusion had developed in the superior aspect of the heart. Pericardiocentesis was performed removing approximately 1000cc of blood to treat the effusion. It was not confirmed, but the physician suspected that the versacross connect device perforated the heart wall while trying to attempt the second tsp for the laac procedure. There were no further complications, and the patient was kept overnight for observation. The patient was discharged home the next day with no further complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman fxd curve? Access system was not returned; therefore, device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman fxd curve? Access system, part # m635tu80020 batch # 0038117513. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman fxd curve? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (additional device required), and perforation (blood transfusion, hospitalization). Risk review: a risk review was completed and confirmed that the events of pericardial effusion (pe) and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event since it was reported that the perforation was likely user error. It was considered most likely the reported events occurred due to unintentional perforation.

Event description:
It was reported a pericardial effusion occurred. A concomitant procedure (pulse field ablation (pfa)/left atrial appendage closure (laac)) and was being performed. A left atrial appendage closure (laac) procedure was being performed. A watchman fxd double curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. A versacross connect dilator was used to gain transseptal access. The physician used the versacross connect dilator again to gain more optimal positioning for the laac portion of the procedure once the pfa portion of the procedure was completed. During transesophageal echocardiography (tee) imaging, it was noted that a pericardial effusion had developed in the superior aspect of the heart. Pericardiocentesis was performed removing approximately 1000cc of blood to treat the effusion. It was not confirmed, but the physician suspected that the versacross connect device perforated the heart wall while trying to attempt the second tsp for the laac procedure. There were no further complications, and the patient was kept overnight for observation. The patient was discharged home the next day with no further complications.